Manufacturer narrative:
(B)(4). The customer reported that the unit had an unexpected shutdown. There was no report of pt involvement. A philips fse went to the customer site and verified the failure. Replacement of the battery pca resolved the failure. The unit passed all post-servicing testing for this reported failure.

Event description:
The customer reported that the unit had an unexpected shutdown. There was no report of pt involvement.